Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the alarm history showed multiple low battery warnings. No warnings or alarms related to the complaint were observed in the black box. There was no evidence of excessive battery usage/short battery life observed. During evaluation, the pump powered on with the returned battery cap. The battery cap was unable to fully tighten to the pump. A power loss was not duplicated. A battery compartment crack was observed from thread area to case seal. No evidence of moisture was found inside the battery compartment. The pump current draws were within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the pump required frequent battery changes. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.